Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic colectomy procedure, the patient had bleeding from the staple line. The bleeding is stopped to resolve the issue. Patient had small dose of heparin and a dose of toradol.